Event description:
It was reported that the device (the pall bds oxygen analyzer) tested a platelet, aphersis unit as a false negative for bacteria. The unit was tested and then split into two (2) products (see also 2013342-2004-00006). The two (2) products were distributed and transfused to two (2) different pts. Both pts had an increase in temperature and pulse. They also experienced chills. The units were suspected to be contaminated with bacteria.